Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll w/shld sla experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: the plunger disconnects from the syringe. It comes broken. Info add. : consumer informs that the issue occurs after opening the package and in other cases during blood aspiration. It occurred with approximately 15 syringes. In 2 cases the plunger disconnected from the syringe and leaked blood.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The image provided by the customer were evaluated and it is possible to observe plunger activated however the packaging was opened in a way that could led to premature plunger activation. Also, due the absence of sample it was not possible evaluate the incident for leakage. Plunger activation force test was performed at batch release and no deviations were observed for the complaint batch. Breakable plunger is part of product function to prevent syringe reuse. Thus, it is not possible confirm the defect of this complaint was related of bd process. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll w/shld sla experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: the plunger disconnects from the syringe. It comes broken. Info add. : consumer informs that the issue occurs after opening the package and in other cases during blood aspiration. It occurred with approximately 15 syringes. In 2 cases the plunger disconnected from the syringe and leaked blood.